Event description:
This is a spontaneous case report received from a consumer via pharmacist (case# mw5032103) in united states on 12-nov-2013 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, severe migraines, autoimmunes issues, hair loss, severe joint pain, dizziness, extreme fatigue, insomnia, swallowing issues, metal taste in my mouth, stabbing pains in my sides, severe hip pain, vitamin deficiency, severe mood swings, swelling, coils have migrated and suspicion of device breakage: one appears broken. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On an unspecified date the consumer had essure (fallopian tube occlusion insert) inserted. On an unspecified date the consumer experienced pelvic pain (few months afer implantation), severe migraines, autoimmunes issues, hair loss, severe joint pain, dizziness, extreme fatigue, insomnia, swallowing issues, metal taste in my mouth, stabbing pains in my sides, severe hip pain, vitamin deficiency, severe mood swings, swelling, coils have migrated and suspicion of device breakage: one appears broken. All the events are serious because they resulted in disability. The patient was trying to find a doctor to remove the implants. The relationship between pelvic pain, severe migraines, autoimmunes issues, hair loss, severe joint pain, dizziness, extreme fatigue, insomnia, swallowing issues, metal taste in my mouth, stabbing pains in my sides, severe hip pain, vitamin deficiency, severe mood swings, swelling, coils have migrated and suspicion of device breakage: one appears broken and essure was not reported. Ptc investigation result received on 27-jan-2014: ptc global number: (B)(4). Final assessment no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, "processing essure cases in dev@com." Medical assessment the reported medical events are not indicative for a quality deficit per se. The case refers also to a suspected device breakage. The events were reported with an occurence over a long period of 6 years and are of broad nature. The majority of the reported medical events were assessed as being not related to essure. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Follow-up received on 13-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4)). Consumer reported that she went from a typically healthy person to a woman who can barely get out of bed and take care of her now five year old daughter. According to her, she now suffers from multiple autoimmune diseases that will last her a lifetime. She had a hysterectomy at the age of (B)(6) to prevent any further damage from the device. In addition, consumer provided a list of all the symptoms that she was left with after essure, which included: feeling cold when others feel hot, low body temperature, hair loss (mostly in crown area of head), excess hair growth on the face, loss of hair in outer eyebrow, hair is rough, coarse dry, breaking, brittle, painful skin rash (mainly on breasts), bruises easily, acne, skin rashes (especially "butterfly rash" on the nose and cheeks), sun sensitivity, dry and brittle nails, skin around nails thickening and cracking, dry eyes, blurred vision, eye discomfort or pain, eye twitching, tinnitus, dry mouth, difficulty in swallowing (get choked often), mouth sores, fullness or pressure, choking sensation in throat, lump in the neck, chronic fatigue, insomnia, exhaustion after minimal effort or exercise, pain and tenderness throughout the body, muscle weakness, joint stiffness, joint pain (most severe in fingers, wrists, knees, and ankles), muscle aches, bone pain, extreme sensitive to cold in the hands and feet, swelling in hand and feet (most often in mornings; fingers swell to point of being unable to bent), weight gain, inability to lose weight, pale and foul-smelling stool, constipation, irritability, anxiety, brain fog, difficulty concentrating, forgetfulness, numbness (arms/legs), weakness (arms/legs), tingling (arms/legs), muscle twitches (arms/legs), reduced sex drive, increase in snoring (has had 2 sleeps studies and do not have sleep apnea; only restless leg syndrome), shortness of breath, tightness in the chest, prolonged bleeding/healing (not all the time), hypoglycemia/low blood sugar (blood sugar periodically drops; lowest tested was 42) and skin crawling/tingling. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain (few months afer implantation), severe migraines, stabbing pains in my sides and coils have migrated which are listed events in the reference safety information for essure. She also experienced autoimmunes issues, hair loss, severe joint pain (hip, fingers, wrists, knees, and ankles), dizziness, extreme fatigue, insomnia, difficulty in swallowing, get choked often, metal taste in my mouth, vitamin deficiency, severe mood swings and swelling which are unlisted. Suspicion of device breakage: one appears broken is unlisted in the reference safety information, but listed according to product technical complaint (ptc) analysis. She underwent a hysterectomy. This case has limited information. Considering the implied positive temporal relationship and lack of alternative explanation, the causal relationship between the events pelvic pain, severe migraines, stabbing pains in sides, coils migrated and suspicion of device breakage: one appears broken and essure cannot be excluded. However, for the other events, although the positive temporal relationship is also implied, it is unlikely that essure would cause the events due to the localized action of essure in the fallopian tubes (unrelated). This case is regarded as incident since a device removal was required. Other non-serious events were reported. According to ptc report, no complaint sample was provided for technical investigation and no batch number was reported. Based on available information, there is no reason to suspect a causal relationship of the reported adverse event to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
30-dec-2015: case closed.